Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Though the site states that they are unable to rule out vad involvement, there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are the patient's active crohn's disease, anticoagulant therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital from clinic for gi bleed work up. The patient presented with melena and decreased hemoglobin. The patient's international normalized ratio (inr) was 2.7. On (B)(6) 2015 colonoscopy results revealed severely active crohn's disease but no active bleeding. No adjustments were made to the patient's anticoagulation regimen. The site believes the bleeding was related to the crohn's, but they could not fully rule out vad involvement. The patient was discharged home on (B)(6) 2015 and to date has been free of any bleeding.